Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of the calcified right common femoral vein using the pre-close technique via an 8f sheath hole prior to an atrial cryotherapy ablation interventional procedure. The first prostyle device was successfully pre-placed. Reportedly, a cuff miss [suture retrieval issue] occurred with the second prostyle device. The second prostyle device was abandoned. The sheath was upsized to a 12f sheath and the atrial cryotherapy ablation procedure was completed. Hemostasis was achieved with the first pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.